Event description:
It was reported that, when performing a vascular reconstruction, the physician attempted without success to sew a 6 mm diameter woven graft to a 6 mm diameter knitted graft. It was also reported that he however successfully completed his procedure by sewing a 8 mm diameter woven graft to the 6 mm diameter knitted graft. There was no reported pt injury. However, it is suspected that surgical procedure may have been prolonged due to failure in sewing knitted and woven grafts of same diameter.